Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose level was of 133 mg/dl. Customer was assisted with linking of meter steps. It was reported that the customer was using automode. The insulin pump will not be returned for analysis.